Manufacturer narrative:
Cmp-(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured upon removal from trial. No adverse event has been reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has post feature fractured off. All pieces were returned. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.